Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles in tubing/chamber or particles in airway.there was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specs coming out of the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found unknown dust contaminant inside the iso port of the side panel, on the sd cover, inside the module accessory port, on the top enclosure, pca, side panel, manifold, blower, blower seal, and blower box. An unknown contaminant consistent with degraded foam was present on the blower and blower box. An unknown dust contaminant was present on the sound foam abatement, bottom enclosure, and the inlet seal. The manufacturer found evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found three errors. The manufacturer concludes the device has unknown dust contaminant inside the iso port of the side panel, on the sd cover, inside the module accessory port, on the top enclosure, pca, side panel, manifold, blower, blower seal, and blower box. An unknown contaminant consistent with degraded foam was present on the blower and blower box. An unknown dust contaminant was present on the sound foam abatement, bottom enclosure, and the inlet seal. Evidance of sound abatement foam degredation was found. Section d8, d9 and h3, h6 updated in this report.